Event description:
It was reported that the patient received several inappropriate therapies. X-ray revealed that the leads were twisted, pulled back and no slack on the leads. It was noted that the device was physically manipulated by patient (twiddler's syndrome). The durata lead was replaced, and the other two leads were repositioned and the generator was moved to slightly different location.

Manufacturer narrative:
No medwatch form was received.